Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized due to the event. The cause of peritonitis was unknown. On the same day of onset, the patient was treated with vancomycin injection (2 grams, frequency and route not reported) and for peritonitis. Treatment with vancomycin was discontinued the next day. The patient started treatment with meropenem (250 mg) and gentamycin (20 mg) (frequencies and routes of administration not reported) for the event of peritonitis. The patient was recovering from the event. At the time of this report, the action taken with dianeal therapy was not reported. No additional information is available.